Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the valve popped out of its targeted position when it was one-third deployed, still loaded onto this delivery catheter system (dcs). As the physician was retrieving the dcs and valve, the introducer sheath being used kinked, and the valve became stuck in the curvature of the ascending aortic arch. Due to the subclavian approach being used and risk of dissecting the subclavian artery, open heart surgery was performed to retrieve the dcs and valve, and implant another model valve. No adverse patient effects were reported. The valve and dcs were discarded by the customer. The introducer sheath was a non-medtronic device.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported information does not indicate a potential manufacturing issue. The device was not returned, and a root cause of the dislodgement could not be determined from the limited information available; however, potential factors include inadequate deployment (due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion) and incomplete detachment of the valve from the delivery catheter system.